Manufacturer narrative:
(B)(4). The stent remains in the anatomy. There was no reported device malfunction and the stent delivery system (sds) was not returned. Dissection is listed in the xience pro everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The xience pro is currently not commercially available in the us. The product code and the PMA# listed are based on the predicate device (xience v) and is therefore similar to a device sold in the us.

Event description:
It was reported that using a femoral artery access approach during a procedure of the moderately tortuous, heavily calcified, 99% stenosed, distal left anterior descending (lad) artery the 2.75 x 28 mm xience pro stent was implanted, however, a distal edge dissection was noted. A 2.25 x 12 mm xience pro sds stent was used as treatment and the procedure was completed successfully. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.